Event description:
A customer reported a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer's blood glucose level. In response, tandem technical support confirmed consecutive cartridge alarms, advised that the customer's pump would be replaced with one featuring updated software, and the customer understood the actions needed, including using multiple daily injections (mdi) as a backup therapy. The pump was still under warranty, and the customer was provided with instructions on how to store and return the faulty pump. A replacement pump was sent without the need for a signature upon delivery.